Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be reported on a supplemental report.

Event description:
The patient is missing a thumb above the knuckle and the surgeon is using the lengthener to elongate the thumb and the pins are ripping through the head of the metacarpal bone. It was reported patient came back during a post-op visit and surgeon noticed there was a cut-out.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. All information and the provided x-rays were reviewed by the medical expert. The medical expert stated: ¿in the x-rays which were provided it was not possible to see the "bone pins are ripping through the head of the metacarpal".¿ x-rays in better quality were requested but there not available. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
The patient is missing a thumb above the knuckle and the surgeon is using the lengthener to elongate the thumb and the pins are ripping through the head of the metacarpal bone. It was reported patient came back during a post-op visit and surgeon noticed there was a cut-out.